Event description:
The customer returned the duodenovideoscope which is an olympus asset with no reported complaint. During the evaluation of device, chips on objective lens, lift off glue and crack c-cover was found. The repair center access the condition and determined that the cause for chips on objective lens, lift off glue was traced to component failure . There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable cause was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device. Date of event is unknown. Additional information will be provided if available.